Event description:
The neurosurgery resident accessed the ommaya reservoir with a 25-gauge butterfly needle using sterile technique. Approximately 2 ml of clear fluid was removed, the needle was withdrawn, and pressure was maintained for 3 minutes. No fluid leakage was observed afterwards. Upon completion of the procedure, the ommaya reservoir could not be palpated. A CT of the head was obtained and it found the reservoir was now located within the ventricle.